Event description:
It was reported that during a cardiac ablation procedure using the sheath, air bubbles were observed. After performing the transseptal puncture, the pulseselect loop catheter was introduced 15-to-20 centimeters inside the sheath. Aspiration was performed from the sheath side port using a 10 milliliter syringe to remove air bubbles that might have been introduced during catheter insertion. Despite applying slow and gentle suction, air bubbles continued to appear in the sheath side port. The sheath was replaced which resolved the issue. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the image files and the 10fcc13 sheath with lot number 0012624049 were returned and analyzed. The returned images showed microbubbles inside the sheath side port tube. Visual inspection before functional testing and dissection was performed on the shaft and handle. No anomaly was identified during the external visual inspection. All the handle, shaft and side port were intact with no apparent issues. The steering mechanism and deflection test were performed. No anomaly was discovered. Leak testing was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.06753 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.00978 psig and in an acceptable range. In conclusion, the reported issue of air ingress was not confirmed during returned product inspection and device data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.